Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo analysis results: visual analysis of the photographs identified red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 4.

Event description:
Healthcare professional reported capsular contracture baker grade IV and double capsule. This record relates to right side. Device has been explanted.